Event description:
It was reported to philips that, system had software error, could not run application. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system had software error, could not run application. To resolve the issue, the fse installed the software. After installation of software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.